Event description:
Dealer alleged that hose clamp low o2 or yellow light - replaced - dlr has 2 per s/n. Per independent repair center statement the unit had low o2 or yellow light. Key failure was the hose clamp on the manifold. Additional malfunction was dirty filter and manifold zip tie.